Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to high ventricular pacing thresholds and high defibrillation thresholds. The patient condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to high ventricular pacing thresholds. No further information is available.